Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02571. It was reported that the implantable cardioverter defibrillator exhibited multiple right ventricular over-sensing episodes due to myopotential over-sensing and t-wave over-sensing. Programming changes were made. However, t-wave over-sensing still occurred. Programming changes were again made. This led to the device to under-sense r-waves. Programming changes were made a third time. Programming changes were made a fourth time. On (B)(6) 2020, oversensing episodes were observed along with decrease in right ventricular lead sensitivity. Programming changes were made. No further episodes have been observed. Patient would be monitored.